Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had an incomplete seal cycle error. The issue occurred after a therapeutic laparoscopic hysterectomy, and was completed using the same device. There were no reports of patient harm.